Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient was parked in her car when she started feeling dizzy, disoriented and was unable to move. Her husband came and noticed she was incoherent and stated she was "practically unconscious". The cgm was reading over 100 mg/dl during this time. The patient's spouse called 911 and upon arrival, emergency medical technician's checked the patient's bg and it was 26 mg/dl. They treated the patient with glucose and transported the patient to the emergency room. The patient was treated with IV fluids in the ER, ate and went home after 6-7 hours. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.